Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of sleeve separation was observed. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of sleeve separation was not confirmed as none of the sleeves stuck inside the stopper during the exercise. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the attached photograph. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the non-patient sleeve was separated and trapped with the tube."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the non-patient sleeve was separated and trapped with the tube."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of sleeve separation was observed. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of sleeve separation was not confirmed as none of the sleeves stuck inside the stopper during the exercise. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the attached photograph. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.